Manufacturer narrative:
The investigation into the purge cassette failure and the access site bleeding - major issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the "purge system open" alarm was most likely due to a use issue as it was resolved with de-airing the purge line and the pseudo-cassette change. The root cause of the access site bleeding was due to use issue as best practices were not followed and bleeding was resolved with forward-tension suturing.

Manufacturer narrative:
The investigation for the reported issue has not yet been completed. Upon its completion, a follow up report will be submitted. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing for a patient admitted for tavr (transcatheter aortic valve replacement) workup for as (aortic stenosis). The care was escalated from iabp (intra-aortic balloon pump) to the cp and during the support there was a purge alarm troubleshot by pc troubleshooting. Additionally, the team observed an ooze at the access site. The ooze was treated by forward tension suturing. No blood products or other intervention were needed. The pump remains on for support.